Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lower anterior resection on (B)(6) 2017 and a barbed suture was used for wound closure on the fascia. During the procedure, the needle suddenly broke at the swage part after passing the needle through the tissue about 6 times. The needle and broken piece were retrieved successfully. There were no adverse patient consequences. No additional information was available.

Manufacturer narrative:
(B)(4) date sent to FDA: 1/30/2018 additional evaluation summary: the actual sample was received for evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.